Event description:
A customer alleged an apnea monitor produced by the manufacturer failed to alarm during an apneic event, and that this failure resulted in the four year old patient's death. The manufacturer was not informed of this event until 2009, approximately 2 years and 7 months after it occurred.

Manufacturer narrative:
Requests by the manufacturer to obtain the device for investigation have not been honored. A follow-up report will be submitted if additional information becomes available. Device has not been made available to the manufacturer for evaluation.